Event description:
It was reported a power source alert occurred and the pump battery did not charge. Customer¿s blood glucose level was 219 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.